Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to a syncopal episode. The patient's system was interrogated and it was determined that the right atrial (ra) lead exhibited low p waves. The right ventricular (rv) lead also exhibited high thresholds. The leads remain in use. No further patient complications have been reported as a result of this event.